Event description:
Device 1 of 2. Reference MFR report # 1627487-2010-02099. The patient received his scs system including an ipg and two percutaneous leads on (B)(6) 2008. It was reported that a few months later, the patient lost stimulation. The leads were replaced on (B)(6) 2008 and returned to ans for evaluation. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Device 1 of 2. Evaluation: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead severely kinked with all wires broken. Conclusion- the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.